Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges the front left wheel had fallen off the wheelchair which resulted in him spilling hot coffee on his lower body, resulting in some significant burns.

Manufacturer narrative:
Replaced parts were disposed of and therefore cannot be evaluated. The device was repaired and is working properly.

Event description:
Alleges the front left wheel had fallen off the wheelchair which resulted in him spilling hot coffee on his lower body, resulting in some significant burns.